Manufacturer narrative:
Patient city: (B)(6). Patient country: hungary.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to a crimped cannula, as the patient reported insufficient subcutaneous tissue. The blood glucose level was high, and the patient was treated with a subcutaneous insulin injection. The insertion site was the upper thighs, and the infusion set had been in use for one day. No further information available.